Manufacturer narrative:
Concomitant medical products: product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q45, lot# va07lh4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information reported no actions had been taken and the event was considered ongoing with no further action needed. They did not believe the high impedance was related to the device or implant.

Event description:
It was reported that contact 9 had greater than 40,000 ohms at 3 volts. No signs or symptoms were present. No outcome or diagnostic methods were available at the time of report. If additional information is received, a follow-up report will be sent.